Event description:
Hcp reported the pt called the day after their pump refill complaining of nausea and increased pain. Pt was told to go to the emergency room where pt was treated for withdrawal and sent home with lorazepam. Pt called 5 days later stating the pump alarm was beeping. The next day the pt was taken to surgery where it was discovered they were unable to withdraw spinal fluid and the pump still had the full 18ccs in it. Both the pump and the catheter were replaced. The catheter was blackened at the end and returned to the manufacturer for analysis. "Never actually saw any granuloma". The pt is reported to be doing wonderfully with the new device system.